Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the surgeon was unable to continue due to the patients anatomy. The surgery was successfully completed using manual instruments and there was no harm to the patient.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. No investigation was completed for the described event as no failure with the system was reported. It was reported that the bmi of patient was (B)(6) and the femur was pushing the reamer out of the acetabulum. Surgeon felt it was in the patient's best interest to switch to manual.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the surgeon was unable to continue due to the patients anatomy. The surgery was successfully completed using manual instruments and there was no harm to the patient.